Manufacturer narrative:
Product complaint # (B)(4). Batch # r57z14. Device evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage and two sr75 reloads present. The reload sr75 (b) was returned fully fired cartridge. The returned reload sr75 (c) was returned unfired. The device was tested for functionality with the returned reload sr75 (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that could not fire and staples malformed. During the distal gastric surgery, could not fire. Changed another reload, after fired, the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.